Event description:
The customer reported that the co2 monitoring was not functioning because there was bodily fluid in the tubing.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.